Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this left ventricular lead, no pacing was able to be confirmed following initial lead placement nor during the subsequent repositioning attempts. For this reason the lead was removed and the procedure completed without a system left ventricular lead in place. No resulting adverse patient effects were reported and the lead is expected to be returned for laboratory analysis. This lead was returned to boston scientific and analyzed.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this left ventricular lead, no pacing was able to be confirmed following initial lead placement nor during the subsequent repositioning attempts. For this reason the lead was removed and the procedure completed without a system left ventricular lead in place. No resulting adverse patient effects were reported and the lead is expected to be returned for laboratory analysis.